Manufacturer narrative:
The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Customer's continuous glucose monitor read 90mg/dl and the meter blood glucose (bg) read 595 mg/dl. As a result of the basal suspension, customer's blood glucose (bg) level rose to 595 mg/dl. Subsequently, the customer went to the emergency room (ER). Bg was treated with intravenous fluids of insulin and a correction bolus. The customer was discharged 2 days later with the issue resolved and no permanent damage. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.